Event description:
During a tuna procedure the needles of the cartridge failed to retract back into the handle. The cartridge was removed from the patient with the needles fully extended. A second cartridge was used to complete the procedure. No adverse affects to the patient or additional medical interventions were required.